Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. Unable to confirm motor position encoder error alarm due to erased history file. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump received with minor scratched display window. (B)(4).

Event description:
Customer's reported via phone call that the device alarmed a motor error alarm. Customer's blood glucose was 483 mg/dl. During troubleshooting, found motor position encoder error alarm in history. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.